Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) associated with the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Potential sources of the twos were discussed and troubleshooting options reviewed. No programming changes were made and the ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.